Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced bodily injury, pain and suffering, infection, dyspareunia, and has undergone corrective surgery.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: (B)(4). Lawyer-filed report-(B)(6).